Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The chuck end fractured off the drive shaft on the reamer handle, rendering the device inoperable. The reamer dome is worn/ dull with nicks in the cutting edges. All pieces were returned. The devices were manufactured in 2016 and 2018 and show signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed reamer handle. A complaint history review for the reamer dome found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. A visual inspection of the provided picture confirmed the stated failure mode. The drive shaft on the reamer handle fractured just above the chuck end, rendering the device inoperable. The failure mode for the reamer dome could not be confirmed. The devices were manufactured in 2016 and 2018. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed.

Event description:
It was reported that during surgery, while surgeon was reaming the acetabulum with a daa offset reamer, handle broke. Delay of (0-30) minutes reported. S&n backup device available. No impact or injury to patient reported.